Event description:
The patient stated that on three separate occasions in the past two weeks, his infusion tubing has broken near the luer lock. He stated on each occasion he had to urinate frequently in the middle of the night and he tested his blood glucose at 280 mg/dl, 400mg/dl, and 212 mg/dl respectively for each incident. After he would test his blood glucose, he would check his infusion tubing and he noticed the outer part of the infusion tubing near the luer lock was separated. He stated that he would then change the infusion tubing and bolus with his infusion device to bring his blood glucose down. His normal range is 80-150 mg/dl. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. No product will be returned for evaluation.

Manufacturer narrative:
H6; codes: no product will be returned for evaluation.